Event description:
The customer observed false non-reactive alinity I anti-hcv results generated for a patient sample. The results were inconsistent with results obtained on other platforms. The following data was provided (customer¿s reference range on all platforms <1.00 s/co is nonreactive): sid: (B)(6). Abbott alinity result with lot 79249be00 = 0.88 s/co (negative), repeat result = 0.91 s/co, repeat with lot 79248be00 = 0.93 s/co, roche cobas result = 88.3 s/co (positive), rapid test (ict) = positive, the sample was sent to another laboratory for trouble shooting purposes only and generated a negative result of 0.93 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Section e1 - phone number complete entry = (B)(6). This report is being filed on an international product, list number 8p06, that has a similar product distributed in the us, list number 8p05 with 510k/PMA/bla number p050042.